Event description:
It was reported that low impedance was observed. The lead was replaced. It was noted that the lead tip was broken.

Manufacturer narrative:
The field experience of low lead impedance was not confirmed in the laboratory. The lead exhibited normal electrical characteristics and impedance. Analysis found separation of the lead body distal insulation at the distal ring electrode. The undamaged area of the lead body was measured and found to be within specifications.